Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that reservoirs from the same lot was causing customer to have high blood glucose. When reservoirs were used from a different lot, customer's blood glucose began to stabilize. Customer's blood glucose was unknown.